Manufacturer narrative:
The pump was received with blank display due to moisture damaged on electronic assembly. The pump had moisture damaged under lcd screen, on motor assembly, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid when they fell into swimming pool. The customer's blood glucose level at the time of incident was 457mg/dl. The customer states there was fluid under the lcd display. The customer was advised the pump would be replaced and returned for analysis. The customer treated the high with manual injections.